Manufacturer narrative:
Patient suffered an intracranial bleed following an lgk treatment. The patient was being treated for intracranial metastatic brain lesions, of origin from melanoma. The patient is deceased. The device was used within its intended use and worked as intended. Treatment was per available information performed in two sessions, whereas complications occurred after the second session. Upon CT examination a haemorrhage was identified as being associated with the location fo the first treatment and one smaller associated with the second treatment. The cause of death is not known as the patient was sent to another hospital for treatment. The gamma knife did operate as intended according to the information from the doctor at site. No new risks have been identified.

Manufacturer narrative:
Device in clinical use.

Event description:
A patient had an intracranial bleed during a gamma knife treatment. The patient was being treated for intracranial metastatic brian lesions, of origin from melanoma. We understand the patient has since passed away.